Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient felt stimulation sensation in the wrong location in their legs when they walked by the bluetooth device in their house. It felt like the patient legs were overstimulating. Pat agent reviewed bluetooth compatibility information and asked patient to follow up with their health care professional. No further complications were noted or anticipated.